Event description:
Small black particle noticed inside two sterile syringes (two separate lot numbers). Both are bd company. I've read online this could be from the rubber? Who knows! Reference report: mw5175672.